Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 6.0 mmol/l. The insulin pump was not exposed to a strong magnetic field. During troubleshooting, the customer performed a 5 unit cannula fill process. There was no motor error. The customer changed the insulin set and reservoir. The tube was able to be filled manually. The motor error was the first in the last 30 days. The high pressure test passed in 4.1 units. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).